Event description:
It was reported that a patient presented in clinic with pain and discomfort. The patient's right ventricular (rv) lead had loss of capture. The rv lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information indicated that patient had muscle stimulation since patient was feeling pacing spikes.